Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the surgeon was using the beta launched chondral drill in the hip to perform a microfracture of the acetabulum. He had drilled approximately 6-7 times for his micro fracture already and then the tip of the drill broke off inside the joint. It was not buried in the bone but just floating down in the inferior portion of the joint. An additional portal was made to be able to retrieve the drill tip successfully.